Event description:
On (B)(6) 2006, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, the pt presented to the ER with a ruptured aneurysm. The physician removed the gore devices and implanted a surgical graft. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.